Manufacturer narrative:
The patient's cause of death was unrelated to the study device or procedure. This is being reported as a follow-up to the clinical study. Patient information regarding relevant tests/laboratory data is unknown. This information was not available from the facility. Serial number is unknown. This information was not provided by the facility. UDI and PMA numbers are not applicable. This device was used in clinical application prior to being available in the us. Report source: foreign- (B)(6)/ study name: (B)(6)- patient ID # (B)(6). During the index procedure, the product worked as intended. The device was discarded, thus no product evaluation was performed. Per the IFU, death is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical study that during the index procedure on (B)(6) 2013, a stellarex catheter was used to treat the target lesion of the right distal sfa. Approximately 55 months post index procedure, the patient expired due to colon cancer on (B)(6) 2018. The physician indicated this is unlikely related to the study device and procedure.